Event description:
Explant due to mitral regurgitation. In 1997, pt required mitral valve replacement and aortic valve repair due to severe mitral regurgitation and aortic insufficiency secondary to rheumatic disease and symptomatic heart disease. Surgeon implanted cryolife mitral valve homograft and repaired the aortic valve at that time. Yearly ecgs showed worsening mitral regurgitation, aortic insufficiency with dilated left ventricle and dilated left atrium. Upon surgery, mitral valve showed some sclerosis and thickening of the leaflets with prolapsing of the posterior middle leaflet. There were no obvious ruptured chordae. The mitral valve was explanted and replaced with an intra-annular st jude mitral prosthesis.